Event description:
The advocate stated that the customer tested his blood glucose using his breeze2 and one touch meters. The breeze2 read 181 mg/dl, while the one touch meter read "lo." The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. After the customer tested his glucose, he began shaking. The advocate stated that meant the customer's blood glucose was too low. She gave him candy and juice in order to raise his blood glucose. He did not require outside medical attention. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.